Manufacturer narrative:
Evaluation summary: as part of the complaint investigation, a team was formed to investigate a possible cause. The team explored the following areas: literature search, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, n-k ii micro-motion testing, and fea of n-k ii baseplate/screw interaction. After reviewing these activities, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2003, and that the pt was revised in 2008, due to osteolysis.